Event description:
It was reported that the insulin pump has boluses in the bolus history that her daughter did not give herself. The mother stated that she reviewed the upload from the insulin pump, and she did discover two boluses that her daughter did not give herself. The blood glucose reading at time of call was 135 mg/dl. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.